Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with recorded episodes of noise leading to oversensing on their right ventricular lead. The patient presented to the hospital on (B)(6) 2021 where the lead was extracted and replaced. The patient was stable throughout.